Event description:
It was reported that during the reprocessing of a da vinci fenestrated bipolar forceps instrument, the tips were observed to be misaligned. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the grips were bent, causing misalignment. There was a .032 offset at the tips. There was no separation of the yaw pulley. It was concluded that the damage was likely due to mishandling/misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Failure analysis investigation also found the following damages: both the open and the close grip cables were derailed at the idler pulley. The closed grip cable was out of the yaw pulley rail and was overlapping the grip open cable. The grips can still open and close, however, the motion is not precise. The distal end of the main tube had various scratch marks with light material removal. The scratches were approximately 0.186 - 0.255 in length and were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed could likely cause or contribute to an adverse event, if to recur.